Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire fracture occurred. The physician was treating a 70-90% stenosed lesion located in the right coronary artery (rca). Vascular access was obtained through the right femoral. The lesion was pre-dilated with 2.0x20mm and 3.0x27mm non-bsc balloon catheters. This 300cm pt graphix guide wire was used along with another manufacturers' guide wire, as a buddy wire technique, for the advancement of stents. The rca was stented from the distal to proximal with four non-bsc stents. The stents were post-dilated with 3.25x9mm and 3.75x21mm non-bsc balloon catheters. While attempting to remove the pt graphix guide wire, the distal end of the wire broke off at the stent edge. The fractured wire was snared out from the patient. The procedure was completed at this point. The patient tolerated the procedure well and was in stable condition. Timi iii flow was good at the end.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).